Manufacturer narrative:
Lot #: suspect lots h22c10064 and h21i01103 initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had a separation between the female connector and main body; further described as the ¿dark blue part of the transfer set was dislodged from the main central part." This occurred after treatment of peritoneal dialysis (pd) therapy. There was no report of patient injury, however the patient received antibiotic treatment as a precautionary measure. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted for suspect lots h22c10064 and h21i01103 and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.